Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. A magnet testing was performed and pacing inhibition was determined. Additionally, it was noted that this pacemaker exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. A revision procedure was performed and the pacemaker was successfully replaced due to that was the end of life (eol). The settings on the rv lead were adjusted and the patient is going to be monitored. No additional adverse patient effects were reported.